Manufacturer narrative:
Additional information: b2, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years, 2 months, and 11 days after the implant of this transcatheter bioprosthetic valve, the patient developed heart failure and hemodynamic instability and the patient was hospitalized. An unspecified valve failure was noted. Additional information was received indicating that the valve failure was a possible prolapse of a leaflet with a posterior severe p aravalvular leak/regurgitant jet width greater than 60% of the left ventricular outflow tract (lvot) area. Consequently, aortic valve replacement was performed in which the evolut pro+ valve was surgically explanted and replaced with a 23 mm non-medtronic valve ( inspiris).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years, 2 months, and 11 days after the implant of this transcatheter bioprosthetic valve, the patient developed heart failure and hemodynamic instability and the patient was hospitalized. An unspecified valve failure was noted.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.